Event description:
It was reported by a company representative that a patient experienced severe cough and a left sided paresis of the neck along with being very hoarse after the patient underwent generator and lead replacement surgery. The patient was seen at a follow-up appointment and the severe cough had disappeared but the patient was still a little hoarse and his voice went away when he spoke for a longer time. At the moment the treating physician believes the paresis is due to the prolonged surgery for replacing the lead and the generator. No further interventions have been planned so far for the reported paresis due to the fact that the symptoms are getting better over time and the situation with coughing and hoarseness is improving, the physician plans to wait for natural recovery of the patient.

Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported the incorrect event date.